Event description:
During routine testing of the device at the service ctr, the service tech reported the monitor would not function on battery power. The monitor was originally returned for repair due to an arterial srs failure when the battery problem was found. Since this event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.